Event description:
It was reported by the patient that at a device check they "could not get a good reading" and "felt a lead had come loose". Follow up information was obtained stating that no lead dislodgement was suspected and that the right ventricular (rv) lead had suspected exit block, t-wave oversensing and a low sensing value. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.